Manufacturer narrative:
(B)(4).

Event description:
It was reported that a red alert screen with two error codes was seen during a normal follow up involving this device. Technical services (ts) discussed the error code and noted that this type of error could result in a situation where shock is delayed up to 40 seconds. Beeping tones were also emitted from the device. In addition, the other error code noted was related to a template lost and a new template has since been acquired. Ts discussed replacing the device. The device was subsequently explanted and will be returned. No additional adverse patient effects were reported.

Event description:
It was reported that a red alert screen with two error codes was seen during a normal follow up involving this device. Technical services (ts) discussed the error code and noted that this type of error could result in a situation where shock is delayed up to 40 seconds. Beeping tones were also emitted from the device. In addition, the other error code noted was related to a template lost and a new template has since been acquired. Ts discussed replacing the device. The device was subsequently explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High powered visual inspection of the lead barrel and header of the device identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. Analysis of the device memory confirmed a template lost (tl) error and also several power supply resets (these resets would not have been discoverable in the field). The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device did not pass all testing. The device case was removed, and visual inspection of the hybrid noted cracked solder joints on the high voltage capacitor. Based on this finding and the power supply resets recorded in device memory, it appears that the broken solder joints resulted in power supply interruptions during hv capacitor charging. As such, it was concluded that the tl error was due to the identified cracked solder joints on the high voltage capacitor.